Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator had recorded an invalid data point and stored diagnostic data was unavailable as a result. No intervention was reported.